Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for lead replacement procedure due to high threshold on right ventricular lead observed upon interrogation. The patient is young and pacemaker dependent, so the physician decided to explant and replace the whole system. The whole system was explanted using laser without complication. The patient was discharged home.

Manufacturer narrative:
The distal portion of the lead was returned in one piece measuring 26.3 cm. An external insulation abrasion was noted at 4.5 cm to 5.2 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy. The outer coil was exposed in this region. Procedural damage was also noted to the outer insulation in this region. The cause of reported event of inadequate capture threshold was due to the exposure of the outer coil at the abrasion zone. Di not available as product was manufactured on or before september 23, 2014.